Event description:
It was reported that the pta balloon would not inflate during use in the right sfa. The balloon catheter was returned with frayed fibers around the barrel of the balloon. The device was retracted without incident and another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The sample has been returned to the manufacturer for evaluation. Visual inspection: the sample was returned. The catheter shaft was kinked 51.5cm from the distal tip. After review of the preliminary images, the manner in which the device was packaged for return may have caused the kinks. No kinks were reported by the user. The outer layer of pebax was observed to be peeling 4.5cm from the distal tip. Loose and frayed fibers were also observed at the location of the peeled pebax, likely a result of the peeled pebax exposing the fibers. There were no broken fibers identified. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon inflated to nominal pressure (8atm) and rbp (22atm) without issues. The balloon then deflated without issues. This test was repeated two additional times, which were both successful. No leaks or any other issues were identified. Medical records review_ image/photo review: medical records, images and photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for peeled pebax and frayed balloon fibers on the barrel of the balloon. The complaint investigation is unconfirmed for inflation issues as the balloon inflated without issue. Based upon the available information, the definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instruction for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.